Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the device leaking and water invading while the user was handling the device which led to abnormality of electronic parts. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope displayed no image and there was bite mark on the insertion tube. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned. An evaluation of the returned device confirmed the customer allegation. The scope displayed no image. The image returned after aeration, but was blurry. There were deep dents on the insertion tube. The charge coupled device (ccd) shrink tube was cut. Instrument channel exhibited leakage. There were minor scratches on the distal end cover. The adhesive of the bending section cover was lifting. The switches were not working. The light guide tube exhibited buckling. There was fluid inversion from the control unit and scope connector. The angulation control knob was grinding and heavy. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.